Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 380cc mentor smooth round high profile prostheses and experienced bilateral capsular contracture (grade unknown) postoperatively. The patient is currently experiencing pain when she breaths and bilateral breast pain, and both breasts are encapsulated and hard. In addition, the patient states that one (unspecified side) is located lower than the other. The patient had several consultations with multiple surgeons, and one of the surgeons advised her to contact mentor for warranty coverage. At the time of this report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2021 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. Initially, grade unknown capsular contracture was reported for the right side. However, additional information indicated that the patient experienced right-sided breast pain and cutaneous contour deformity. The relevant field have been updated. The patient had a consultation with a healthcare professional on (B)(6) 2021. During the consultation, the patient¿s surgeon stated that her right breast had only a small amount of breast tissue covering the implant and appeared to have loss of upper pole fullness. Manufacturer's reference number: (B)(4).